Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump received power error detected. The customer¿s blood glucose level was unknown. The customer's parent stated that the insulin pump kept saying replace battery now and been going on since 4-5 days. Troubleshooting step was guided to customer for power error detected alarm. The customer's parent also stated that he had gotten an insulin flow block alarm as he had bolus speed set to quick and will change it to standard and if issues reoccur he will call back to troubleshoot those issues since its not occurring with the current set. The insulin pump will not be returned for analysis. .

Manufacturer narrative:
Device passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime and seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or insulin flow blocked alarm noted during testing. Pump trace download analysis confirmed the pump alarmed power error 25 alarm. The power management tool confirmed power error 25 alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance to the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the device was monitored and functioned properly.